Event description:
During evaluation of the device at a third-party service center, foam particles, insect infestation, extreme dirt and moisture was found. No other device problems were found. The device was scrapped. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA (B)(4), in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.